Manufacturer narrative:
The instrument was returned but the tip of this instrument remained in the patient and was not returned. The DHR was also reviewed and the device was documented as being manufactured to rti surgical's specifications. Evaluation of this device and the resulting investigation is on-going.

Event description:
During a posterior occipito-cervico-thoracic fusion surgery, the final set screw driver tip broke off in the set screw. This was not able to be removed and remains in the patient. Surgery was completed successfully.